Event description:
The reporter called and alleged discrepant results when comapred to a lab. The reported device result was 2.1 and 6.2 inr. The corresponding lab result reported was 3.1 and 4.6 inr.